Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called hcit  and reported that they have had the device implanted since 2016, but it has never worked for them and always given them a little discomfort. They reported that this past month, starting approx. On september 15, patient felt a pull/tension in their right side. Patient was calling to get a referral for a doctor to remove the implant. No further complications were reported at this time.